Event description:
It was alleged that an end user developed loose lower front teeth and required subsequent oral surgery due to the use of a comfortgel blue nasal mask after approximately one year. The mask is not available for eval by the MFR because it was discarded by the end user. Instructions for use for this mask include warnings and cautions to the user, stating "using a mask may cause tooth, gum or jaw soreness or aggravate an existing dental condition. If symptoms occur, consult your physician or dentist." The user is further instructed not to over-tighten the headgear in an attempt to minimize leaks around the mouth. Proper positioning of the mask while in use is illustrated in the instructions, showing the mask resting on the upper lip, just below the nose.

Manufacturer narrative:
A review of the MFR's complaint database indicates there have been no similar complaints of loose teeth for this nasal mask. The MFR concludes the reported event was most likely a result of customer misuse due to poor fit and/ or over-tightening of the mask. No further action is necessary.